Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and tandem-provided usb charging cable. There was no adverse impact to the customer¿s blood glucose level. A new charging cable and wall adapter was sent to the customer. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained.